Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site, subsequently the patient was placed under general anaesthesia and underwent skin revision surgery on (B)(6) 2016 during an abutment change.